Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7094948 / 7094949. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 27206484 / 27571332.

Event description:
It was reported that the patient was experiencing pain at the leads or anchors sites. It was noted that the leads or anchors were protruding. The patient underwent an explant procedure wherein the leads and anchors were removed. The patient was doing well post-operatively. The explanted devices will not be returned as they were kept by the medical facility.